Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level (64-70 mg/dl). The customer was to consume food to address the low bg level. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Pump data log was reviewed. No device failure was observed.